Manufacturer narrative:
On 05-sep-2019 a field engineering specialist found contamination in the procell syringe. He decontaminated the procell syringe. The analyzer maintenance, quality control results, and calibration results were all considered acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys pth immunoassay results for 15 patients tested on a cobas 8000 e 801 module. The results in question were not reported outside of the laboratory. The pth reagent lot was requested but was not provided.

Manufacturer narrative:
The alarm trace shows several sample pipetting alarms, including sample foam and sample clot for all e801 modules. The pinch valve tubes were replaced by the service engineer. There were no further issues after the service actions. A systemic hardware or system reagent issue is unlikely as only one assay is impacted. The investigation did not identify a product problem. The cause of the event could not be determined.